Event description:
The pump was returned for investigation. Investigation revealed all keypad buttons were intermittently unresponsive and found contamination under all key contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: during testing, all keypad buttons were found to be intermittently unresponsive. During investigation, the keypad was removed and adhesive contamination was found under all key contacts. Unrelated the complaint, the audio bolus button was missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.